Event description:
A report was received that the patient was having charging issue due to ipg was completely inverted. The patient underwent a revision procedure wherein the ipg was reposition. No device malfunction was suspected. The patient was reportedly doing well postoperatively.